Event description:
It was reported that the user experienced a low glucose episode detected on dexcom at 81 mg/dl during and after heavy exercise while using the ilet, leading them to pause and treat with four glucose tablets and to seek education on exercise and low glucose management, including concerns about cgm interstitial lag versus capillary readings. Symptoms included lightheadedness and near-syncope. Outcomes included self-treatment and resolution without hospitalization. Investigation included customer interview, troubleshooting, and education regarding exercise pausing and the impact of pausing on ilet learning. Investigation of this case revealed no device malfunction reported, with contributing factors including exercise-related increased insulin sensitivity, timing of pausing, and potential cgm lag during rapid glucose changes. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with physiologic effects of exercise and user therapy adjustments rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.